Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this patient received an inappropriate shock on two separate occasions. Review of the device data identified noise and oversensing which could be reproduced with patient moving her right arm across her chest. A boston scientific technical services consultant discussed reasons for the clinical observations and recommended further troubleshooting be performed. A revision procedure was subsequently performed and this electrode was removed from service and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. .

Event description:
This supplemental report is being filed due to the completed evaluation of this product. No additional adverse patient effects were reported.